Event description:
Per the clinic, the patient experienced a loss of osseointegration on (B)(6) 2021, resulting in fixture loss. It is unknown if there are plans to reimplant the patient with a new device as of the date of this report.